Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after making a site change, the customer took a nap and woke up to find that their pump was requesting for a new cartridge to be loaded. The customer acknowledged that the pump was not delivering because the change cartridge was selected after finishing the site change instead of completing load to resume insulin. The customer's blood glucose (bg) level was 500 mg/dl. Tandem technical support (cts) confirmed there were no cartridge alarms and that the pump did not run out of insulin. The customer was assisted with reloading their cartridge and resuming insulin delivery. A bolus was then delivered for the high bgs.